Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("menorrhagia (bleeding b/w periods)") and psychological trauma ("psychology injury"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain and metrorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, metrorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- new events added: abdominal pain, bleeding ¿ metrorrhagia (bleeding b/w periods), psych injury were added. Product indication was updated. Outcome of events pain, bleeding, other from unknown to recovered/resolved were updated. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 37-year-old female patient who had essure (batch no. A36518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included incontinence, coughing, sneezing, nabothian cyst and adenomyosis. Concomitant products included acetylsalicylic acid (aspirin), ibuprofen from 2013 to 2018, labetalol since (B)(6) 2012, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)/ heavy periods"), depression ("psychology injury/ psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain and metrorrhagia had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, female sexual dysfunction, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, metrorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2013. Discrepancy noted in removal date-(B)(6) 2019. Current weight 222 lbs. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, metrorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 21-oct-2019: plaintiff fact sheet and medical record was received. Lot number were added. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), mental anguish, apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), fatigue, weight gain. And previously reported event-psychological trauma updated to event-depression. Reporter information, medical history, concomitant drug, events onset date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 37-year-old female patient who had essure (batch no. A36518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included incontinence, coughing, sneezing, nabothian cyst and adenomyosis. Concomitant products included acetylsalicylic acid (aspirin), ibuprofen from 2013 to 2018, labetalol since (B)(6) 2012, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)/ heavy periods"), depression ("psychology injury/ psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain and metrorrhagia had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, female sexual dysfunction, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, metrorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2013. Discrepancy noted in removal date- (B)(6) 2019. Current weight 222 lbs. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, metrorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 37-year-old female patient who had essure (batch no. A36518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included incontinence, coughing, sneezing, nabothian cyst and adenomyosis. Concomitant products included acetylsalicylic acid (aspirin), ibuprofen from 2013 to 2018, labetalol since 12-dec-2012, nsaids since february 2013 and paracetamol (acetaminophen) since february 2013. On (B)(6) 2013, the patient had essure inserted. In february 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)/ heavy periods"), depression ("psychology injury/ psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, metrorrhagia and genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, female sexual dysfunction, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2013. Discrepancy noted in removal date (B)(6) 2019. Current weight 222 lbs. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Patient received for treatment bleeding,pain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, metrorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. New event:abnormal bleeding was added. New reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.